Event description:
Neck fx as a result of normal everyday activity. Modular ti neck broke well below the proximal portion of the stem. Dr. (B)(6) elected to remove the well-fixed stem through a trans-femoral osteotomy. A long, revision stem was implanted in its place (link mp). The cup and ceramic liner were left in place. X-ray of fx'd prosthesis attached. The lot numbers were retrieved from the hospital's implant room records. Accuracy of lot#'s cannot be guaranteed. Trans-femoral osteotomy, stem removal. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evalated. This report will be updated when the investigation is complete.